Event description:
During pm, technician found brakes were not holding properly. He found stiffener plate damaged and old style bearings in unit. He also found brake and brake/steer casters damaged due to overadjustment. He replaced affected parts to resolve the issue.